Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.5mmx35mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. A 38x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. After several tries, the physician noticed that some stent cells were deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.